Event description:
The salute fixation device was used for a ventral hernia case. Its intended use is for fixation of prosthetic material. The surgeon was applying counter-pressure at the beginning of the first disposable and could feel the wire with his fingers, just under the abdomen. The wire did not penetrate. The surgeon opened the pt's abdomen and removed a straight piece of wire. It could not be seen from the inside. Mesh was not attaching to the tissue. A new disposable was loaded. The next 2 to 3 constructs could also be felt during counter-pressure. Constructs were not attaching and coiling. Wire was left in the pt's abdomen wall. There was no injury to the pt.